Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Additional concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem, lot #: unknown.

Event description:
It was reported that patient underwent hip arthroplasty twelve years ago and is being considered for revision due to acetabular shell migration. Revision has not taken place at this time. No further information currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.